Event description:
Additional information was received by the manufacturer on 07-oct-2022 via email and attached to the complaint object: the battery failed during the software patch that the tech was performing onsite a few weeks back. There was no further information.

Manufacturer narrative:
H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: device evaluation: one device received for investigation. Visual inspection showed no signs of external damage. Event history log found a battery not working and batter communication timeout. The functional test was performed and found battery not working at power up, all battery values were zero. Used testing battery which operated normally. Battery no longer operates properly due to normal wear. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the battery of a pump is a bad, system fault. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.